Event description:
It was reported that the patient had a headache after the most recent site change, and the patient's old site was purplish in color while using the pump. No patient injury was reported.

Manufacturer narrative:
Operator of device is patient/consumer. No product has been returned to date. Investigation including root cause analysis is pending. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h4: device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown. H10: no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h1: serious injury; d4: model num: 7400.